Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an endovascular abdominal aortic aneurysm repair. Reportedly, the proglide device failed to deploy. Four additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be returned for analysis. Subsequently the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated a posterior cuff miss occurred and the reported device failed to deploy is confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Device was not returned. Subsequent to the initial medwatch report, it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.